Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a reuse of single-use supplies. It was reported there was a disconnection between the pd catheter and the extension line and after the disconnection the patient reconnected ¿the line¿. The peritonitis was manifested by peritoneal cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intravenous (IV) vancomycin (1000 milligrams, frequency and duration not reported) and IV meropenem (500 milligrams, frequency and duration not reported) and intraperitoneal meropenem (125 milligrams, frequency and duration not reported) for peritonitis. The action taken with extraneal and physioneal therapies was not reported. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.